Event description:
Surgeon had been using monopolar curved scissors for approx 15 minutes when the scissors broke at the joint. They would not straighten so the instrument could be removed from the trocar in pt's abdomen. Surgeon scrubbed in and physically removed instrument and trocar simultaneously. No harm to pt. Prior to instrument malfunction, surgeon asked to have the bovie turned up to 100. Reason for use: hysterectomy for uterine fibroids.